Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Spirit combo presents a defective button. The device presents resistance in the menu and confirm buttons; and also an eventual resistance in both side buttons. She says that all buttons have their housing rubber already damaged and are worn out. No adverse event alleged. A request was made for the return of the device.